Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawers are not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that all drawers were not detected on the bus. The field service engineer (fse) reset the network adapter and managed to recover all drawers except one. The fse went on site and found no lights on the drawer boards or the printed circuit board assembly. Both components were replaced. The hardware test application (hta) was used to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawers are not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.